Event description:
X-rays were reviewed by the manufacturer. The placement of the patient¿s generator could not be assessed from the available x-rays. The patient¿s leads appear intact with a strain relief bend and single tie down. Tie downs are not placed per labelling as only one tie down was used. No sharp angles or discontinuities were observed in the visible portion of the lead. The presence of microfracture or discontinuities in the nonvisible portion of the lead cannot be ruled out. Additional information was received that the patient underwent a lead replacement. The suspect product was received by the manufacturer and product analysis is pending.

Event description:
It was reported that a patient's lead was observed to be broken when the patient was opened for a scheduled replacement. The patient's surgery was ended without any device replacement. X-rays were received from prior to the patient's surgery and reviewed. No fractures, or obvious causes for the high impedance were identified in the x-rays. No additional surgical intervention has occurred to date. No other relevant information is available to date.